Event description:
The customer contact reported no flow. The tubing set was to be used, if required, to deliver an unspecified volume of an unspecified blood product, during an unspecified surgical procedure. The customer contact indicated that during gravity priming using normal saline prior to pt use, no flow of solution was noted distal to the connection of the proximal 6" tubing and the blood pump bulb of the tubing set. At this time, the customer contact reported that the blood bulb of the tubing set was squeezed and an unspecified volume of solution and air was pushed backwards, up into the proximal tubing and into the fluid container. The tubing set was replaced. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the devices was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.